Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2019-10029. It was reported the patient's system was explanted due to an infection (exact date unknown).

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-10029. Additional information indicates the patient was hospitalized and received oral antibiotics due to a staphylococcus infection. The issue has since been resolved.